Event description:
On 02/05/98 patient had right tubovarian abscess for which she had surgery and had a jackson pratt drain place. On 02/10/98 she returned to the hospital for a laparoscopy procedure to have the distal end of the jp drain removed because it had broken.